Event description:
It was reported that the right ventricular (rv) lead exhibited a rise in thresholds since implant eventually leading to high thresholds. The lead was partially capped and replaced. The superior vena cava coil remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.